Event description:
During a diagnostic laparoscopy, there was an intra-abdominal vascular injury. A puncture site was noted to the right common iliac artery. This was repaired surgically. Error date of event is 3/28/96.